Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: during testing, the pump powered on with intact auditory and continuous vibratory alerts but a persistent blank screen display. No damage was found to the display screen. Upon using a test display, the display remained blank. A technical analysis was performed and revealed an eeprom (electrically erasable programmable read-only memory) failure.